Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing in the right ventricle. The pacing thresholds were reported to be >5 volts. It was also reported that an x-ray was performed to verify the right ventricular lead position; no change in lead position was observed. The patient had a history of myocardial infarction and it had been difficult to find viable tissue during the implant. A guidant technical services consultant discussed lead position and farfield oversensing, a potential loss of capture in the rv. The device was already programmed to least and the oversensing was still observed.